Event description:
It was reported that during a percutaneous coronary intervention procedure, burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.25mm rotablator rotalink plus was selected to treat the target lesion. During procedure, the guidewire was replaced with a rotawire after crossing the lesion. The rotawire was advanced and ablation was performed. During the second ablation, the burr got stuck in the lesion. The device was removed with the guiding catheter as a unit from the patient. The rotalink was replaced with another and the ablation was performed again with no issue. A 1.5mm rotalink was then used for further ablation. The lesion was dilated with a balloon catheter and a stent was deployed at the lesion. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. No issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator advancer unit was wire guided using a test guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested. No speed was reached. The handshake connection was would not rotate as the turbine was seized. The advancer unit was dismantled and a melted ultem was evident. The burr was microscopically examined. The annulus of the burr was found to be flared. A scratch test was performed which confirmed the returned burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 1.25mm rotablator rotalink plus was selected to treat the target lesion. During procedure, the guidewire was replaced with a rotawire after crossing the lesion. The rotawire was advanced and ablation was performed. During the second ablation, the burr got stuck in the lesion. The device was removed with the guiding catheter as a unit from the patient. The rotalink was replaced with another and the ablation was performed again with no issue. A 1.5mm rotalink was then used for further ablation. The lesion was dilated with a balloon catheter and a stent was deployed at the lesion. No patient complications were reported and the patients' status is good.